Event description:
During baxter's functionality testing of a spectrum pump, it had an intermittent keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the keypad with an intermittent response, which was experienced during eval. It was found to be caused by a failed keypad. The failed keypad was replaced through front case replacement. Baxter has initiated a CAPA to further investigate this issue.